Event description:
A lower advia centaur cp ipth test result was obtained by the customer when performing an enhanced biotin ipth correlation study with another reference laboratory pth assay. The advia centaur cp result was within the normal result range and the pth result from the reference laboratory was within the abnormal result range. There was no report of patient treatment being altered or adverse health consequences due to the lower ipth test result.

Manufacturer narrative:
The cause for the lower advia centaur cp enhanced biotin ipth correlation test result when compared to another reference laboratory pth assay result is unknown. The customer observed that the ipth assay calibrator when received was not cold to touch and that the ice packs had melted, however, the calibrations for the ipth assay were valid and within defined ranges. The quality control results were within acceptable ranges. No conclusion can be drawn. A replacement calibrator has been provided and the customer will be collecting more patient samples for further correlation studies. The calibrator instruction for use (IFU) under the calibrator description stability section notes the following: less than or equal to minus 20 degree c - lyophilized-until the expiration date on the vial label; less than or equal to minus 20 degree c - reconstituted-60 days, freeze thaw 1 time; 18 - 25 degree c - reconstituted 4 hours or onboard 4 hours. Note: product is shipped in cold packs. Store product at less than or equal to minus 20 degree c upon receipt.